Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit will not pump consistently. Upon communication with the customer on (B)(6) 2018, it was discovered that the pump will rotate however, will not push any nutrition through the tubing consistently. The setting is set at continuous, however it would not continuously pump it through. The nutrition was not completed and only a fraction of the volume was delivered. There was no error code displayed.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit will not pump consistently.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.